Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that b30 occurred due to heavy dust inside the equipment. After cleaning dust, b30 was resolved. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, scope communication error b30 occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Since there was a lot of dust inside the device and the error no longer occurred when the dust was cleaned, it was presumed that stable communication between the scope and the video processor became impossible and b30 occurred due to the large amount of dust inside the device.